Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that "sometimes it turns the stimulation way up". The healthcare provider (hcp) suggested to call the manufacturer. The patient stated he was using a lap top about 3 weeks ago and it turned the ins on. It was suggested that patient have his implantable neurostimulator (ins) checked regarding the ins turning on / off by itself.